Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. There was no button error alarm during testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly and a button error alarm during a bolus. The customer's blood glucose level was 174 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.